Event description:
It was reported by the patient's spouse that the patient passed away while they were at the hospital, and the spouse believes that something happened to the implantable cardioverter defibrillator (ICD) where it wasn't able to help the patient. In addition, the spouse indicated that the patient may have had a magnetic resonance imaging (MRI) procedure, and the medical staff did not know the patient had an ICD. The spouse indicated that following the MRI, the patient came home and their shoulder was red and it "got infected under the defibrillator"; and the patient had "bradycardia" at the hospital. No additional information could be obtained through follow-up investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.